Event description:
It was reported that during a prostate procedure, the side-firing surgical fiber was observed to forward-fire at 136,291 joules of use. The procedure was completed using a second fiber. Outcome: "no damages to the patient." Gland volume: 100 ml. Time expended: 13 minutes 33 seconds.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char of detritus; the glass cap exhibits mild devitrification at the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.